Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: the file was assessed to determine whether a clinical investigation is warranted. In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. The patient discontinued treatment due to the infection. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. The patient discontinued treatment due to the infection. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.